Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty loading multiple cartridges. Reportedly, the rail on the pump that the cartridge slides was corroded. The customer reported did not observe an o ring on the pneumatic tap of the pump. The customer's blood glucose level was 127 mg/dl. The customer reported that would use manual injections as alternate insulin therapy.